Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg); however, a specific value was not provided. Reportedly, the customer ran out of insulin within the cartridge. The customer administered a manual injection to address bg level and loaded a new cartridge to resolve the issue.